Event description:
The customer reported that the fully charged autopulse li-ion battery (B)(4)intermittently powers on autopulse platforms. The battery was tested in multiple autopulse platforms, and the same issue happened. The battery successfully charges in an autopulse multi-chemistry battery charger (mcc). No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.